Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. It was reported that the patient programmer had a poor communication screen. The patient programmer had poor communication with the ins but the ins recharger could communicate with the ins. The patient reported that they haven¿t charge the implant in three weeks. The patient reported that they sometimes get a "weak" signal when recharging and has to move the antenna constantly. The patient needed to do an MRI but could not it because the ins was dead and the MRI eligibility could not be assessed or determined. A replacement insr antenna was requested. No patient complications have been reported because of this event.